Event description:
It was reported that the device had system failure alert. The event occurred during set up.

Manufacturer narrative:
One device was received for evaluation for the complaint that the alarm history was reviewed, and a primary audible alarm issue was discovered in the pumps alarm history. There was no 12-month service history during the review. The visual and functional testing was performed. The probable root cause was the primary speaker - alarm and was repaired by replacing the speaker. After replacing the parts, the pump passed all the testing and is fully operational.